Event description:
It was reported during an advisory generator changeout procedure, the physician decided to replace the right atrial lead for noise observed at a previous time. Insulation damage was noted on the lead once the pocket was opened. The lead was laser extracted and a new lead was implanted successfully. The patient did not experience any adverse effects.

Manufacturer narrative:
A partial lead with the connector pin measuring 37.0-37.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.